Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. A longevity calculation indicated that the battery voltage was lower than expected given the programmed parameters available. Device functionality was normal throughout testing and no high current measurements were found. The battery was sent to the vendor for further analysis. An internal anomaly was found to be the cause for the premature battery depletion.

Event description:
It was reported that the device reached eri prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.